Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement and migration occurred. Vascular access was obtained via a contralateral approach in the iliac artery. The target lesion was located in the severely calcified iliac artery. A 8.0x40x75cm express ld stent delivery system (sds) encountered moderate resistance during advancement and would not cross the target lesion. During withdrawal of the express ld sds the stent dislodged at the iliac bifurcation and migrated to the right iliac artery. A ut diamond balloon catheter was advanced and dilated the dislodged stent at the right iliac. The stent final result was well apposed to the vessel wall. No further actions were performed and the procedure was concluded. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).